Event description:
I must say that before this procedure I never had any of these problems and for the most part I was quite a healthy individual. The issues began to occur about a month and a half after implantation. It started of with mood swings, night sweats, hot flashes, and joint pain. Now here we are 7 months after implantation and not only have those symptoms gotten worse but I have had even more come up since. My symptoms are as follows: anxiety, acne, rashes, back pain, bladder problems, bleeding after sex, blurring of vision, body aches and stiffness, chest pains, brain fog, confusion, unexplained spotting, coughing up mucus, cramping, dehydration, discharge, dizziness, fatigue, fevers, hair loss, headaches, hip pain, hot flashes, insomnia, itching, joint pain, mood swings, muscle spasms, nausea, neck pain, night sweats, numbness in limbs, painful intercourse, pelvic pain, bloating, sharp stabbing pains in the ovary area, tingling sensations in my fingers and toes, shakiness, and weight gain. I have no other ongoing illnesses, I was a pretty healthy (B)(6) up until now. I have seen my implanting doctor and she did a pelvic exam and determined that I was inflamed and took some swabs to send out for testing. She then diagnosed me with pelvic inflammatory disease. She subscribed me the proper medicine to treat this and I was to return to her office 2 weeks later for a follow up. I went to the 2 week appointment and all the swabs she took and sent out for testing came back negative for std's and any type of bacterial infections. She is now sending me (B)(6) 2014 for an ultrasound.